Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) male patient ((B)(6)) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient suffered cardiac tamponade during left pulmonary vein (lpv) ablation. The patients¿ blood pressure decreased. Drainage was performed. After drainage, treatment was discontinued without continuation. Immediately after that, the patient's blood pressure was stable. The physician did not mention about the product. It was also unknown where tamponade occurred. There was no malfunction of the catheter. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was not related with the bwi product. There are no bwi product malfunction that occurred. The medical intervention provided was drainage. The patient outcome of the adverse event is improved. It was not reported extended hospitalization was required. There was no significant medical history. Prior to noting the pulmonary embolus (pe) or computed tomography (CT), ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. It was not reported that inappropriate use of irrigated catheter was conducted without instructions for use (IFU). Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. It was not reported that inappropriate use was conducted regarding force visualization features, parameters for stability, filter, and color options for visitag without instructions for use (IFU). The physician's comments: prolongation of hospitalization (including planned hospitalization) is unknown. Significant patient history and laboratory values is unknown. Name of sheath used: sl18.5fr (abbott products). Name of septal puncture needle: rf needle (lifeline). Bwi product was used in accordance with the package insert and instruction for use. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 21-mar-2022, the product investigation was completed. It was reported that an 85-year-old male patient (74 kgs) underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient suffered cardiac tamponade during left pulmonary vein (lpv) ablation. The patients¿ blood pressure decreased. Drainage was performed. After drainage, treatment was discontinued without continuation. Immediately after that, the patient's blood pressure was stable. The physician did not mention about the product. It was also unknown where tamponade occurred. There was no malfunction of the catheter. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was not related with the bwi product. There are no bwi product malfunction that occurred. The medical intervention provided was drainage. The patient outcome of the adverse event is improved. It was not reported extended hospitalization was required. There was no significant medical history. Prior to noting the pulmonary embolus (pe) or computed tomography (CT), ablation was performed. There was no evidence of steam pop. The event occurred during the ablation phase. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30653135l number, and no internal actions related to the complaint were found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-feb-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).